Manufacturer narrative:
Test strip lot number 86944723 was used by the customer. The test strip expiration date was requested, but not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(6). The following meter values were received: 4.8 inr at 7:30 a.m. 3.2 inr at 7:31 a.m. 3.8 inr at 7:32 a.m. 4.4 inr at 8:00 a.m. The patient stated he had no symptoms of high inr. The patient's therapeutic range is 3.5 - 4.0 inr.